Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had low blood glucose of 51 mg/dl. Customer got 6 alert of low blood glucose and also reported the no delivery alarm on the insulin pump. The blood glucose at the time of the incident was 50 mg/dl and current blood glucose was 98 mg/dl. Customer treated low blood glucose with food. Based on customer report customer does not allege pump was over delivering. Did a self-test on the pump and the pump did pass that test. The insulin pump will not be returned for analysis.